Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had difficult to reading screen due to scratches on screen. The blood glucose at the time of the incident was 300 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement. Device received with cracked lcd window minor scratched lcd window.